Event description:
It was reported that the lead integrity alert (lia) was triggered due to low impedance. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer was insulation breached (clavicle-rib crush), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, and the lead was stretched.